Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose at the time of incident was 400 mg/dl and current blood glucose level is 237 mg/dl. The customer also experienced other blood glucose levels such as over 400 mg/dl and up to 499 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The customer also reported that the insulin pump had battery out limit and troubleshooting was performed for alarm. Customer reports they were able to clear the alarm. The customer was using the insulin pump when the high blood glucose event was reported. The insulin pump will not be returned for analysis.